Manufacturer narrative:
(B)(4). Indications for use; above rated burst pressure. Product performance engineering reviewed the incident information, however, there was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted that the IFU states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. Additionally, the IFU states: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure to treat a non-heavily calcified, restenosed lesion in the mildly tortuous distal right coronary artery, a 3.0x18 xience v rx stent delivery system (sds) was advanced to the lesion without resistance. While deploying the stent at 22 atmospheres, without difficulty, a dissection occurred. The sds was withdrawn without resistance and the stent was angiographically confirmed to be fully apposed to the vessel wall. The dissection was successfully treated via deployment of a 2.75x15 xience v rx stent. No device or other procedural issues were noted. There were no adverse patient sequelae and no report of a clinically significant delay. No additional information was provided.